Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that there was a right ventricular (rv) lead impedance out of range alert of less than 200 ohms, so the lead was explanted and replaced on (B) (6) 2009. On (B) (6) 2009, there was another rv lead impedance out of range alert of less than 200 ohms on the new rv lead. In clinic, there were no reproducible lead anomalies. The physician believed this might be a pulse generator issue. The system remained implanted and the patient would be monitored.